Event description:
Clinical Narrative:Impella CP was inserted via right axillary artery graft site in a 68-year-old female patient presenting with Acute Decompensated Chronic Cardiomyopathy. The patient¿s comorbidities were peripheral arterial disease and obesity. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not reported.The Physician had the Impella CP prepped and ready for insertion to the left ventricle when delivery failed. The Physician was unable to successfully advance the wire across the valve and after multiple attempts, the delivery was aborted. The patient was noted to have had calcified and tortuous vascular anatomy.The patient survived the attempted delivery and subsequent removal without any noted harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.